Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was in backup mode due to electromagnetic interference with back-up defibrillation option (bdfo) disabled. The ICD was successfully reset. There were no patient consequences.

Event description:
New information received indicates that a re-occurrence of backup mode was noted on the ICD. The physician explanted and replaced the ICD. There were no patient consequences post-procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Reported event of emi related reset was confirmed. As received the device was in backup mode and battery level was at normal operation level. Analysis of device image and field information indicated the device was in backup mode due to a power on reset (por) consistent with external interaction, which resulted in the reported event. Functional testing was performed, and the device was found to be normal.